Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the stapler stuck after the first firing. It was noted that there was also a problem loading the device and a poor staple formation. There was no patient injury.